Event description:
It was reported that the customer had experienced high blood glucose levels of 400 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 160 mg/dl when the actual blood glucose level was 400 mg/dl. The customer treated herself with a manual injection. Advised that the sensor glucose and blood glucose difference was not within an acceptable range. Troubleshooting was done. The customer stated that some sensor had slightly bent cannulas. The customer stated that she would call back if any issues recurred in order to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.